Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. The ge rep checked the system logs and found where subtraction images were produced, saved, and played back. System operates as intended.

Event description:
The customer reported, the system would not recall subtraction images. No pt injury was reported.